Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation. The team has evaluated twenty retained samples of the reported lot and no defect was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the information provided, the team is not able to confirm the reported issue and no root cause could be established. H3 other text : see h10.

Event description:
It was reported when using the needle 25ga 1in the needle was defective, needle hub hole/crack/damaged. The following information was provided by the initial reporter. The customer stated: "a hole on the needle was found for two products."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the needle 25ga 1in the needle was defective, needle hub hole/crack/damaged. The following information was provided by the initial reporter. The customer stated: "a hole on the needle was found for two products."